Manufacturer narrative:
This is 2 of 2 reports for this event. The device is not available to the manufacturer.

Event description:
The physician was unable to detach the second coil (subject device). The coil jammed inside the microcatheter. The physician extensively manipulated with the microcatheter in attempt to detach the coil using microguide. It was reported that the patient's "anterior cerebral artery was filled with blood clots." Antithrombotic medication was given to the patient to resolve thrombosis. No further details were provided.

Manufacturer narrative:
Aa device history record (DHR) could not be performed because the batch remains unknown. The device was returned without the introducer sheath or delivery wire along with an sl-10 microcatheter. Visual and microscope inspection revealed that the main coil was jammed and protruding from the distal end of the catheter. The main coil was heavily kinked and stretched. Procedural fluid was noted on the device. The main coil was prematurely detached inside the patient. The returned device was inspected and was noted to be damaged with the presence of procedural fluids noted on the main coil junction. The damaged main coil was not attached to the delivery wire and the delivery wire was not returned. The failure to detach could not be replicated as a result. The blood noted on the device may have contributed to the detachment issues. It is likely that the device was damaged during advancement causing the associated issues. Therefore, an assignable cause of operational context has been assigned to the reported main coil jammed and main coil unable to detach. Patient thrombosis is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to patient thrombosis.

Event description:
The physician was unable to detach the second coil (subject device). The coil jammed inside the microcatheter. The physician extensively manipulated with the microcatheter in attempt to detach the coil using microguide. It was reported that the patient's "anterior cerebral artery was filled with blood clots". Antithrombotic medication was given to the patient to resolve thrombosis. No further details were provided.